Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify the date of the initial c-section procedure was on (B)(6)? What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the vicryl suture used on during initial procedure? How was the suture placed, interrupted or continuous? Can you explain what is meant by ¿removal of clips¿? What post op date were the ¿clips removed¿? Can you explain ¿wound broke down¿? What post op date did the patient experience symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken? If so, in the middle? What is the surgeon opinion as to contributing factors to the symptoms? Can you identify the product code for the vicryl suture/ lot number used? Do you have any samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a cesarean section procedure on date in (B)(6) 2019 and suture was used. The patient wound broke down after removal of clips. On patient's return to surgery it was noted by the surgeon that there was 2 intact knots at either end of the rectus sheath. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/19/2020. Corrected information: b1, b2, h1 ¿ it was reported that mw #2210968-2020-00156 is a not a duplicate of mw #2210968-2019-90385. All information related to this event will be captured in mw #2210968-2020-00156. H6 patient codes: 3189 - surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify the date of the initial c-section procedure was on 22 nov 2019? What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the vicryl suture used on during initial procedure? How was the suture placed, interrupted or continuous? Can you explain what is meant by ¿removal of clips¿? What post op date were the ¿clips removed¿? Can you explain ¿wound broke down¿? What post op date did the patient experience symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken? If so, in the middle? What is the surgeon opinion as to contributing factors to the symptoms? Can you identify the product code for the vicryl suture/ lot number used? Do you have any samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a cesarean section procedure on date in (B)(6)2019 and suture was used. The patient wound broke down after removal of clips. On patient's return to surgery it was noted by the surgeon that there was 2 intact knots at either end of the rectus sheath. Additional information has been requested.

Manufacturer narrative:
(B)(4). Corrected information: b1, b2, h1 ¿ it was reported that mw (B)(4) is a duplicate of mw #2210968-2019-90385. All information related to this event will be captured in mw #2210968-2019-90385.